Event description:
Reportable based on device analysis completed on 16dec2021. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the right coronary artery. A 2.50 x 12 synergy drug-eluting stent was advanced but it failed to cross the lesion. The physician withdrew the device and replaced it with a longer stent but it also failed to cross the lesion. The stent was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
A synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.